Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damage cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 400 mg/dl after wearing the pod for longer than 48 hours. There was insulin leaking from the pod and pon inspection she noticed a hole in the cannula.